Manufacturer narrative:
Device was returned to manufacturer for analysis. Engineering analysis: upon receiving the explanted devices at orthopediatrics in (B)(6), the devices were cleaned and sterilized. The devices were photographed and analyzed. The explanted device was subject to engineering analysis. Minimal wear was observed on the spherical rings. The device appeared to function normally and had not obvious failure. There were no obvious manufacturing or design defects which contributed to the failure. During the patient's implant procedure, the surgeon used a lenke 5 (0 degrees) extender instead of a lenke 1 (15 degrees) extender. As a result, the polyaxial joint was 'locked' which most probably caused the noise and metallosis. Additionally, the extender was extended to ~15mm below the upper screws which is not in line with the surgical technique; his led to a high moment in the joint, increased extender main rod angle, and increased kyphosis. Apifix re-explained to the distributor and surgeon the rationale for extender selection.

Manufacturer narrative:
Investigation: misuse : the surgeon used a lenke 5 (0 degrees) extender instead of a lenke 1 (15 degrees), which locked the polyaxial joint and most probably caused the noise and the metalosis. In addition, the extender was extended around 15 mm below the upper screws (not in line with the surgical technique), which led to a high moment in the joint, increased of extender-main rod angle and increased kyphosis. Most probably this is the reason for curve progression. Material and manufacturing: the production process and material data were reviewed and found acceptance and compliance with the product specification. Corrective action: the company re-explained to the distributor and surgeon the rationale for extender selection, and also decided to issue a clarifying letter to all surgeons. The company already implemented an additional label to distinguished between lenke 1 and lenke 5 extender. (Dms-8083, dms-8089). Risk assessment: at the time of this report (feb 2021), the company's incident rate for training on system use is 0.42%. The risk of mid-c system misuse that may lead to therapeutic effects decreased, implant breakage, pain, has been assessed and found to be acceptable (dms#777 rev q1 hazard ID 4.1,4.2,4.3,4.4 22.8,1.4,1.5,1.7,).

Event description:
On feb 04, 2021, the patient recently reported pain and a clicking or crunching noise when flexing the back, control x-ray showed an increasing extender angle and loss of correction to about 29 degrees compare to 20 degrees after the initial surgery.